Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that the insulin pump had been alarming on and off for about a month, and now the device began alarming every day for a week leading up to the call. The blood glucose reading was 89 mg/dl. The customer declined troubleshooting assistance for the matter. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.